Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/22/2007, 07/03/2007 and 07/10/2007 by mail, fax and phone. A completed questionnaire has not been returned.

Event description:
A surgeon reports, that following bilateral intraocular lens (iol) implant surgery, a patient reports glare and halos. Treatment with medication to constrict the pupils did not resolve the symptoms. Additional information, including patient status, has been requested. First eye: MDR #1119421-2007-00302. Fellow eye: MDR #1119421-2007-00303.